Event description:
The customer has observed a falsely decreased cea result and a falsely decreased ca19-9 result while using the architect i2000 analyzer for one patient. The customer provided the following cea results: initial: 1.0 (no unit of measure provided), retest: 12.87, retest 12. There was no adverse impact to patient management reported. The customer provided the following ca19-9 results: initial: less than 2 (no unit of measure provided) retest 5.77, retest 5. There was no adverse impact to patient management reported. No additional patient information was provided.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete on (B)(6) 2012 additional information was received indicating that the instrument was a suspect device. The evaluation is in-process.

Manufacturer narrative:
Investigation of the customer issue included a review of the instrument. The architect vortexer was cleaned and replaced to resolve the issue observed by the customer. An evaluation of the assays in use by the customer (architect cea and architect ca19-9xr) was completed and documented in manufacture report numbers, 1415939-2012-02095 and 1415939-2012-02096 , which did not identify a product deficiency for either assay. Based on the available information no product deficiency and no malfunction of the architect i2000 analyzer, list number 08c89, was identified.